Event description:
Customer reported discrepancies in sensor glucose readings versus blood glucose levels, causing his insulin pump to threshold suspend. Customer's blood glucose was 180 mg/dl while his sensor read 72 mg/dl. He also mentioned that he had sometimes experienced a 150 point difference in readings with his blood glucose. Customer also stated that the sensor needle did not retract and caused pain. Sensor insertion techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.